Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worsening heart failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was implanted on (B)(6) 2016 and the chest was left open. It was stated that the patient had escalating inotropic support needed and was taken back to the operating room (or) on (B)(6) 2016 and a tandem heart was placed and chest was then closed. It was further stated that the chest tube drainage was persistent and the chest was reopened at the bedside, but no definitive bleeding site could be seen. On (B)(6) the patient was taken back to the or for a washout and the tandem heart was exchanged for a centrimag, with improvement in flows. It was then stated that post op, the patient developed multi organ dysfunction with acute liver dysfunction requiring d20 infusion and kidney insufficiency requiring renal replacement therapy and significant vasopressor support. On the evening of (B)(6) and into the morning of (B)(6), the patient required acls code protocol. After family discussions, they decided to make the patient comfort measures only. Patient was said to have expired at 0343 hours on (B)(6) 2016. No additional information available.

Manufacturer narrative:
Updated sections:age/date of birth, sex, weight, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.